Event description:
It was found during investigation that the pump displayed the reported downstream occlusion (dso) error. There was no patient involvement, and no harm.

Manufacturer narrative:
One suspect pump was returned for evaluation. Upon reviewing the event history log (ehl), the reported error code was noted. Visual and functional tests were performed on the returned device. Upon visual inspection, upstream occlusion (uso) seal delamination was noted. The reported error was confirmed through accuracy test. The probable cause of the reported problem is the defective dso (downstream occlusion) sensor. Replaced dso sensor, dso bezel, and dso seal. The device passed all functional tests after the repair.